Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was determined to be user related, due to the intentional use of the device in off label neck anatomy during a failed left renal artery vent procedure (off-label). The juxtarenal aortic neck diameter was too large for the device selected and combined with the 54 degree juxtarenal angulation likely contributed to this event. The most likely cause of the intraoperative graft movement could not be determined due to a lack of relevant medical records. The final patient disposition was discharged home on post-operative day thirteen on home oxygen. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned as expected. Approximately 7-10 minutes into the polymer filling step, the polymer syringe was observed to have emptied and the patient experienced transient hypotension. The hypotension was treated in accordance with the IFU and the patient was stabilized intra-operatively. It was noted that polymer remained present within the aortic body stent graft fill channels. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported.